Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient died shortly after implant of the cardiac resynchronization therapy defibrillator (crt-d) system. The spouse reported that the patient was "not in good shape" and did not have adequate self-care. The cause of death was received as st elevation myocardial infarction and ventricular arrest. Additional information regarding the circumstances of the patient death have been requested.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that the patient died shortly after implant of the cardiac resynchronization therapy pacemaker (crt-p) system. The spouse reported that the patient was "not in good shape" and did not have adequate self-care. The cause of death was received as st elevation myocardial infarction and ventricular arrest. Additional information regarding the circumstances of the patient death have been requested.